Event description:
It was reported by the customer that on (B)(6) 2010, the fiber end fired and an aiming beam fired straight at 76,385 joules. No patient injury was reported. The device was not returned for eval.